Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact code: f2203. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had been injected with 1 ml of juvéderm® volux¿ in the jawline on each side over a year ago. Patient had an infection, so filler was dissolved completely and patient was prescribed antibiotics and the matter was resolved. Three days ago, patient started to have swelling and tenderness in the jawline (one side), came back to them, another doctor diagnosed it as an infection and patient needs antibiotic and to dissolve the rest of the filler but this time antibiotic didn¿t work. A plastic surgeon reviewed and told that patient needs a surgery to remove that". MRI was provided stating: "non-enhanced and contrast-enhanced mr studies of the neck reveal above-described features suggestive of a right-sided severe acute masseteric myositis with an evolving deep (intramuscular) fascial abscess, phlegmonous tissue, reactive ipsilateral parotitis and attending perifocal cellulitis of the cheek." X-ray was provided stating: "no obvious radiographic abnormality is noted in the present study". Healthcare professional later reported "late inflammatory reaction 2 weeks after, inflammation [illegible] 5months after." This record relates to juvéderm® volux¿. Symptoms are ongoing.